Event description:
The customer reported that the system would not shut down properly. The field engineer noted that the system would hang (lock up) at the end of the count down. There is no report of injury or death associated with the event described in this complaint.

Manufacturer narrative:
A ge representative evaluated the system and replaced two circuit boards and reloaded software. The system operates as intended.